Event description:
It was reported that ¿on (B)(6) 2010, the plaintiff was implanted with the ams miniarc¿ to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney has alleged that, as a result of having the implant ¿the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo additional corrective surgery, has suffered other loss, including but not limited to, obligations for medical services.¿ the plaintiff¿s attorney also alleged that the plaintiff ¿has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.